Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013, the patient was admitted to the hospital with a diagnosis of dka. The technical service representative contacted the reporter several times to obtain further information about this event and to troubleshoot the pump; however was unable to reach her by telephone. No information was provided about the patient¿s status prior to the hospitalization or the pump settings/programming. As the patient allegedly was hospitalized in dka while using the reported pump, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.